Event description:
Olympus thunderbeat disposable hand piece for laparoscopic hysterectomy. The surgeon noticed a small piece of the teflon separate but still attached to the hand piece. Procedure continued by vaginal hysterectomy. Olympus contacted thunderbeat rep, (B)(4), stated this happens when it overheats and is a user error but insisted on being here for future procedures.